Event description:
It was reported that the short interval counter was elevated, indicating oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and found the lifetime ventricular sensing integrity counter is 3411 and the rate has been higher since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.